Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that when this pacemaker was implanted during a device replacement procedure, the chronic right atrial (ra) and right ventricular (rv) leads (manufacturer unknown) were inserted into the wrong ports. This was confirmed after the implant and no intervention was performed to correct the lead connections. The device was programmed to aai mode at 50 bpm to provide ventricular pacing. It was noted the leads and the previous device were implanted in the abdomen 11 years ago and the ra lead was an epicardial lead. The health care professional (hcp) reported the pacing impedance on the ra lead was high, out-of-range at greater than 3,000 ohms and the pacing threshold measurements were higher, at 3.5v. The rv lead's measurements were within normal range. Technical services noted there was noise on the atrial electrogram (egm) that was not being sensed by the device. The hcp noted there were plans to investigate the ra lead. No adverse patient effects were reported. At this time, the device and leads remain implanted and in service with no surgical intervention reported.